Event description:
The user facility reported that post-deployment of two misago stents (6x150 units) in the superficial femoral artery (sfa), the proximal stent was considered to be crimped, with the edges of the stent appearing inward. The distal stent, also 6x150 (same lot number), was foreshortened upon deployment. After deployment of both stents, there was no flow through the stents, and the patient began to show clots throughout the leg. The physician had difficulty cannulating the proximal stent due to the edges appearing crimped. The type of procedure performed was an sfa peripheral angiogram. There was no blood loss. The reported event did result in patient injury and required medical or surgical intervention. The event occurred intra-operatively. Estimated blood loss was none. The patient was admitted to the operating room for possible clot aspiration or bypass. Additional information received on 10 jun 2025: indicated that in additional surgical/medical procedures performed after the stent shrinkage, the lysis catheter was inserted in a subsequent procedure. The patient is stable and doing well according to the physician.